Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, the patient underwent a revision procedure, and this crt-d was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected. At this time, the name of the initial reporter has not been provided. If this information is received in the future, it will be included in a supplemental report.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, the patient underwent a revision procedure, and this crt-d was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The returned crt-d was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Memory review noted a battery system fault was reported on 26-jun-2024. However, this appeared to be a false positive of the low-voltage algorithm. This was confirmed by boston scientific engineering. There were no other suspicious faults or resets recorded. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.